Manufacturer narrative:
H6 update: the previously applied conclusion code 22 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form a healthcare provider via a company representative. Regarding withdrawal symptoms, the patient had experienced increased spasticity and muscle rigidity. Regarding the results of the tests that were conducted for the withdrawal symptoms, it was noted that no specific tests resulted in an answer. The cause of the patient¿s withdrawal was not determined. A catheter revision was performed on (B)(6) 2021. The catheter had good cerebrospinal fluid flow when the patient was taken back to the operating room and the catheter access port was accessed. The pump segment was replaced to be safe. Since then the patient had been doing well with no problems. The patient¿s withdrawal symptoms were resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-aug-2016, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (2,100 mcg/ml at 449.7 mcg/ml) and morphine (20 mg/ml at 4.283 mg/ml) via an implanted pump. The indication for pump use was non-malignant. It was reported that the patient presented to the hospital with unspecified withdrawal symptoms. The hcp stated that a catheter revision may be necessary but was awaiting test results. The tests were not specified. The environmental, external, or patient factors that may have led or contributed to the issue was noted to be that the patient had a pump replacement on (B)(6) 2021. The issue was not resolved. Additional information was received on (B)(6) 2021 from saol therapeutics who reported that the patient reported to the hospital on (B)(6) 2021 with signs/symptoms of withdrawal. She was also found to have a fluid collection surrounding the intrathecal pump. Because of the presentation and the fluid collection, they elected to take her to surgery for exploration. The pump was found to have a worn catheter tip as it connected to the pump that was not appreciated earlier. The catheter was replaced, and the patient immediately felt an improvement in her symptoms. There was no perceived issue with the baclofen itself.